Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack, opening in the shell and crease flat. Leak test was performed and found opening in the posterior. A microscopic analysis was performed which identify puncture opening in the posterior and crack opening on diaphragm valve. The fill test inspection was performed, the result is no blockage a puncture opening on anterior due to surgical damage like. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.